Event description:
Urologist surgeon inserted a sidelite laser fiber for turp. On the first or second firing, the tip of the laser fiber broke off. The surgeon retrieved the fiber tip and the fiber was replaced immediately.